Manufacturer narrative:
Correction for regulatory report 3004209178-2020-04482 should read (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: py52pv lead, implanted: (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the estimated longevity of the implantable pulse generator (ipg) battery had decreased. The ipg was re-programmed and remains in use. No patient complications have been reported as a result of this event.